Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device screen flickers on shock energies above 70 joules. There was no patient involvement reported.